Event description:
The customer stated that architect i1000sr analyzer, serial number (B)(4), generated false positive troponin-I results for multiple patient samples. The customer provided eight examples. The customer uses a cutoff of 0.028 ng/ml. Date: (B)(6) 2013, original result: 0.800, repeat result 0.020 ng/ml; (B)(6) 2013, original result: 0.0340, repeat result: 0.0260 ng/ml; (B)(6) 2013, original result: 0.0364, repeat result: 0.0206 ng/ml; (B)(6) 2013, original result: 0.0380, serial result: 0.027 and 0.0400 ng/ml; (B)(6) 2014, original result: 0.0350, repeat result: 0.1550 ng/ml; (B)(6) 2014, original result: 0.0310, repeat result: 0.0170 ng/ml; (B)(6) 2014, original result: 0.0350, repeat result: 0.0230 ng/ml; (B)(6) 2014, original result: 0.0360, repeat result 0.0180 ng/ml. One patient was hospitalized for monitoring. There is no report of any unnecessary procedures performed or medication given. There was no impact to patient management reported for the other seven patients.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of ticket trending and lot search data for architect stat troponin-I reagent lot 74018un13 identified an increase in complaint activity related to the complaint issue. Accuracy testing was completed using a retained kit of reagent lot 74018un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the architect stat troponin-I reagent lot performed per specification. There is not enough information to reasonably suggest a malfunction since the issue involves discreet patient samples.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer provided four additional examples of discrepant elevated architect troponin-I patient results on (B)(6) 2014. The customer was using reagent lot 74018un13. The customer uses a cutoff of 0.028 ng/ml. No adverse impact to patient management was reported for these four patients. (B)(6) 2014 original result: 0.340 repeat result 0.025 ng/ml, (B)(6) 2014 original result: 0.142 repeat result 0.244 ng/ml, (B)(6) 2014 original result: 0.050 repeat result 0.027 and 0.032 ng/ml, (B)(6) 2014 original result: 0.032 repeat result 0.014 ng/ml.